Event description:
The patient reported the v-go fell off after 12 hours. The patient reported that at the middle of the day the adhesive pad comes apart and disintegrates from the skin, then v-go fells off after 12 hours, and the needle goes out and he can feel the v-go needle on his skin during the day.